Event description:
It was reported that during an endovascular vein treatment (evt) procedure, balloon rupture occurred. The 100% stenosed chronic total occlusion target lesion was located in the moderately calcified and moderately tortuous right side of superficial femoral artery. After a 0.014 non bsc guide wire crossed the lesion, a 2 mm x 20 mm x 143 cm coyote es balloon catheter was advanced for predilation. The balloon was inflated but it ruptured on the first inflation at 10 atmospheres. The procedure was completed using a 2.5 mm x 40 mm x 143 cm coyote es balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the coyote es catheter was received inside a coyote es shelf box that matched the information on the device. There was blood in the balloon and inflation lumen. Magnified inspection revealed no damage. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall 1 mm from the proximal end of the proximal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).